Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, a decrease in the sensing, a loss of capture, and episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was observed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.